Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that after a surgical procedure, it was noted that the bur was broken inside the nose tube of the associated attachment. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that after a surgical procedure, it was noted that the bur was broken inside the nose tube of the associated attachment. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.